Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump language changed to italian after coming out of storage mode. The customer's blood glucose level ranged from 216-217 mg/dl. Customer changed the language and continued using the pump for insulin therapy.